Event description:
It was further reported that the onset date of the infection was 04jul2025. The patient experienced fever. They were treated with irrigation, drainage, and omental filling. Postoperative drain penetration site was the part infected by the previous infection. The infection was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline infection; bacteria was from previous device infection relapsed. The event date has been estimated.